Event description:
Customer states dealer came out to put on trap for humidifier bottle because customer was getting too much water. Trap now is causing customer allegedly to get nose bleeds, too dry.